Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; grommet damage was observed.

Event description:
It was reported the device was attempted, but not used, because the header was not connecting to the ventricular lead. Impedances were also high at greater than 3000 ohms. No patient complications were reported as a result of this event.